Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. (B)(4). Reporter phone number not provided. Philip's senior supply planner confirmed the reported failure. A credit was issued for the unit. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02may2019, date rec¿d by MFR: 20apr2019, device available for evaluation, device evaluated by MFR, evaluation codes: method. Results, conclusion. A touchscreen and the ventilator ((B)(4)) were returned for failure investigation (fi). Upon opening the unit to repair touchscreen, it was noted the blower had been misaligned from its mounting. Suspect due to unit physical shock. The touchscreen had glass shattered, with deep cracking and scratching of touchscreen surface. Touchscreen damaged during shipping. Unable to replicate complaint of calibration issues due to gross physical damage of touchscreen. With known good touchscreen installed, no faults were noted.